Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Impedance testing showed an electrical open at the distal end of the catheter; 0-10cm from the distal housing. During the flush test, the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed. H6 device codes: corrected.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, flushing was difficult. Air ingress occurred, causing improper image display. Despite slow flushing and image checks, the image remained dark. Retraction of the telescope was attempted but met severe resistance; it was eventually retracted, and fluoroscopy revealed apparent separation of the marker and transducer. The procedure was completed with another of the same device. No patient adverse events were reported. The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Impedance testing showed an electrical open at the distal end of the catheter; 0-10cm from the distal housing. During the flush test, the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, flushing was difficult. Air ingress occurred, causing improper image display. Despite slow flushing and image checks, the image remained dark. Retraction of the telescope was attempted but met severe resistance; it was eventually retracted, and fluoroscopy revealed apparent separation of the marker and transducer. The procedure was completed with another of the same device. No patient adverse events were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Impedance testing showed an electrical open at the distal end of the catheter; 0-10cm from the distal housing. During the flush test, the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, flushing was difficult. Air ingress occurred, causing improper image display. Despite slow flushing and image checks, the image remained dark. Retraction of the telescope was attempted but met severe resistance; it was eventually retracted, and fluoroscopy revealed apparent separation of the marker and transducer. The procedure was completed with another of the same device. No patient adverse events were reported.